Manufacturer narrative:
Additional medwatch information provided.

Event description:
The customer reported that the silicone segment came apart and leaked approximately 30 minutes into a blood transfusion. No patient harm was reported. The event occurred in the or with lactated ringers. We received a copy of the customer's (B)(4) report from the FDA, which state: "during an appendectomy the IV tubing came apart in the middle of the tubing. No one was touching it at the time." There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report of a separated IV set was confirmed. Visual inspection noted that the silicone pump segment had become completely separated from the upper fitment. The upper retainer ring was not in place but examination under magnification revealed evidence that it had been in place at one time. Functional testing was not performed because the retainer ring was not received. The root cause of the reported event could not be determined.

Event description:
The customer reported that the silicone pump segment came apart during a blood transfusion. No patient harm was reported. The event occurred in the or.

Manufacturer narrative:
Concomitant: normal saline bag, therapy date unk. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving blood in the or and the bottom of the drip chamber came apart from tubing.no harm reported.